Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. Based on the findings, service determined that the proximate cause of the customer reported issue was due to customer damage of the door assy. Device history review: a review of the device history record for sn (B)(6) was performed from date of manufacture 01/10/2019 to the present date 1/5/2021 and confirmed that this device was not previously returned for servicing and there were production failures (q6 200281130) for test failure - pressure test indicated on the source device.

Event description:
It was reported that the unit was dropped on the floor and there was damage to the door assembly. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the unit was dropped on the floor and there was damage to the door assembly. There was no patient involvement.